Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11. Correction: d4 UDI # (di information). H11: the actual device along with a companion sample were received for evaluation. Both devices were attached to an anastomotic instrument and all pins were able to appropriately meet their mating holes on the opposing ring; there was no evidence of bent pins. The reported condition was not verified on either sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the expiration date is not available for this product; therefore, the expiration date portion of the UDI was not included in the MDR submission. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler had bent pins. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.